Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to use a taxus express2 3.5 x 24 mm stent to pass through a saphenous vein graft (svg) to the obtuse marginal (om). As the taxus stent passed through a previously deployed stent in the ostium, the taxus stent was hung up with the previously placed stent. After removal of the taxus stent from the pt's body it was noticed that one of the struts was lifted up off the balloon. No complication or injury was reported. Pt status is reported as "satisfactory/good."